Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer declined troubleshooting with tandem technical support. There was no reported adverse impact to the customers blood glucose. No additional information was provided.